Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip and pitch cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the medium-large clip applier tip was damaged. No fragment fell inside the patient. No known impact or patient consequence was reported.